Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be damaged. A leak was observed due to this damage. The timing and cause of this damage is unknown. A leak test was performed. No other damages or leakages were found. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone14.5. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod longer than hours. The customer experienced leaking from the pod. A new pod was successfully applied.